Manufacturer narrative:
(B)(4). The customer reported that the device would not discharge. There was no reported patient involvement. The customer chose not to have the device evaluated or repaired. Based on the customer's report, we are considering this a malfunction. We cannot determine the cause as the customer chose not to repair the device.

Event description:
The customer reported that the device would not discharge. There was no reported patient involvement.